Event description:
The patient was undergoing a polypectomy and a cluster was removed near the cecum. The area was very, very thin- more than usual. This is an ambulatory surgical facility and the patient was released. Later that evening the patient was admitted to emergency. A perforation was repaired. The hole was where the cluster was removed and was pinpoint size. It is believed that no bowel content got into the abdominal cavity. The patient was in the hospital the second postop day and doing fine. Even though the doctor said he thought the esu had a short that caused it to get hotter than operator settings, the safety officer mgr felt there was nothing wrong with the esu and that possibly the cluster should not have been removed in the fashion that it was removed (fragile bowel). Safety officer believes this does not meet the guidelines for a medwatch report from the hospital.